Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) cart poles cannot be locked.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,g2,g3,g6,h2,h10,h11corrected data:b5,b6,b7,d10,h6(clinical & impact)

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) cart poles cannot be locked. There was no patient involvement.

Manufacturer narrative:
Additional fields: e1(event site address: (B)(6), event site city: (B)(6), event site telephone: (B)(6)). It was reported that the cs300 intra-aortic balloon pump (iabp) cart pole cannot be locked. No patient involvement. A getinge field service engineer (fse) examined and says cart ,pole top and bottom not fixed properly. Drive time 4954 hours ,then replaced shaft collar,self lock (d105-00-0114). Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The defective components were received for further investigation,but non-conformances with the returned components were confirmed. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. It was found that the cart pole could not be locked in placed on the shaft collar. This verifies the reported issue. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.